Manufacturer narrative:
Correction: evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
According to the reporter: occurred during a lung resection procedure. While transecting vessels and lung tissue the surgeon felt the cut line did not reach the end of the staple line on the distal end of the staple line. He clipped and cut to extend the staple line. After the surgery, it was determined that the staple line did extend past the cut line. No patient injury.